Manufacturer narrative:
Correction to h3 - device evaluated by mfg? Changed from ¿blank¿ to y"es".

Event description:
It was reported that the patient's blood glucose level reached 27.4 mmol/l (493.2 mg/dl). The pod was worn between 37 and 48 hours on the leg. Hyperglycemia treated with a new pod.

Manufacturer narrative:
No issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. The soft cannula was found to be flatted. The flatting of the soft cannula did not contributed towards the reported symptom code. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.